Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed when booting up in ac power mode. There was no patient involvement.